Event description:
A report was received that the patient was experiencing pain at the back of the head. It was also noted that the patient had inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein a lead was added. The patient was doing well postoperatively.